Event description:
On (B)(6) 2012, it was reported that this vns patient had a seroma at the generator site. The surgeon performed a wound aspiration and sent the patient for a gram stain and culture. The gram stain did not show any bacteria, but no information was available regarding the culture. The patient was told to do neck stretching, heat/ice to the neck, and pain medication. The surgeon's office initially reported that the patient's wife called and stated that the lead wire "sticks" out when the patient stretches. There was also puffiness for 3 days around the generator. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.